Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3 mm would not unlock. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use was observed. Loading device, delivery device and seal tension spring assembly were not returned. Only the aortic cutter was return back for investigation. A visual inspection determined heavy traces of blood on the aortic cutter. No other visual defects were observed. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. No defects was observed on the needle. Based on the returned condition of the device and the results of the investigation the reported complaint for "failure to deploy" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm would not unlock. A replacement device was used to complete the procedure. The hospital did not report any patient effects.